Event description:
It was reported that the 9900 system had a physicist discrepancy of the dose rate exceeding 10r/minute. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator board, snubber board, filament drive, and the battery charger board were replaced during the service call. The system was tested and found to be working as intended and put back into service.